Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to blood glucose. Complete troubleshooting could not be performed, as customer could not recall the details regarding how much the battery had depleted. The customer continued to use the pump for insulin therapy.